Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a tecnis z900200220 intraocular lens (iol), the patient's capsular bag ''opened up''. The iol was removed and replaced with a different iol. An incision enlargement was not required, but a suture was required to close the wound. No patient injury reported.

Manufacturer narrative:
The device was returned to the manufacturer. Visual inspection under microscope revealed the lens had a large cut that could be related to the handling of the unit during the removal and replacement process. Also, it was observed with surface residuals (fiber/particles) and stains that could be related to the handling the lens in a non-sterile environment. The condition of the lens was consistent with the removal process. Manufacturing records were reviewed. The documentation presented in the manufacturing record was found within product specifications. No deviation or non-conformance related to the customer claim was generated. No process and/or material changes were noted. There were no discrepancies or defects found during the review that were related to the complaint. Product met manufacturing release specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.